Manufacturer narrative:
Change to - due to the additional information, the device code (B)(4) no longer applies as the reporting consumer clarified that their report of battery depletion with their family members was in regards to watch batteries and other non-implantable products that were not manufactured by this manufacturer.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that none of these complaints were associated with a product made by this manufacturer. It was reported that it was ¿only watch batteries, etc.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding another patient. It was reported that the patient¿s family all seem to have an issue with their bodies causing batteries to deplete. There were no patient symptoms reported.